Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The investigation analysis was based on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. Based on the investigation analysis, the reported event could not be confirmed as the user reported values were probably not entered into the system. However, the investigation revealed that the user was likely not calibrating properly. There were many instances where user entered sensor glucose (sg) readings for calibration, instead of entering fingestick measurements. This is not the intended use of the system as such calibrations would affect the accuracy of the sensor and leads to deviations in sensor readings. User was advised to only enter true fingerstick blood glucose (bg) measurements for calibration. No further investigation was found necessary for this complaint.

Event description:
On (B)(6) 2022, senseonics was made aware of a hyperglycemia event and patient complained of sensor inaccuracies. Patient reported that the event happened on (B)(6) 2022 at around 7 pm. The measured blood glucose was 400 mg/dl and the sensor reading was 140 mg/dl. User did not receive high glucose alert even. Patient was not symptomatic, but self treated with a dose of insulin.